Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 342-343 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.